Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing shocking. It was stated that the shocking is towards the right of the unit, hitting right in that area. It comes and goes right away, and began on the day prior to date notified. The patient went to bed as normal and was laying there, and that is when they got their first shock. The patient turned "it" off at night but then it happened again, and they couldn¿t say if it happened every so often, they were unsure. It just came and went. The patient got up and tried to turn the implant on again and it happened again a number of times, so they shut it off, but couldn't sleep. It was fine until about 5am when they experienced another shock laying on their side, so they rolled over on their back and it happened again. They then turned it on again and it has happened since they turned it on. The patient noted it has been happening anywhere in the house and doesn't matter where they are for it to happen. Follow up information received from the patient on oct-07 reported that there were no circumstances that led to the patient's shocking. To resolve the shocking the patient spoke with the nurse that programmed the implantable neurostimulator (ins), who said that it was from the "nerves that were cut" and that they are just "coming to life." The shocking still comes and goes for the patient, and are sure as they heal it will stop. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.